Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting that the healthcare provider (hcp) untwisted all visible portions of the catheter and reanchored the pump to the patient's fascia. It was reported that everything that could be done within a general surgeon's scope of practice was done during the surgery and the patient's managing physician was notified of the status of the pump and catheter. It was reported that the patient's managing hcp would determine if the therapy had been affected and if any further intervention was needed. It was reported that there were no patient symptoms associated with the event and that the patient's pump and catheter remain implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 27-oct-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving morphine 0.5 mg/day 10 mg/ml via an implantable pump. The company representative (rep) reported the pump shifted on its own during repositioning of her body, and that she did not manually manipulate it herself. This was her second surgery where an extremely twisted catheter has been found in her pump pocket. The rep not aware before the surgery that the patient had reported the pump shifting and flipping with body position changes. The surgery scheduling notes we had only contained that her 40cc pump would be replaced with a 20cc pump, which ultimately did not happen. The healthcare provider (hcp) inquired how it could be known if the catheter had been patented enough for the pump to deliver its medicine and the rep replied that both attempting to aspirate the patient¿s catheter through the catheter access port, and aspirating the pump¿s reservoir contents to compare them against the expected volume could help determine that answer. He decided to not do either, since it is not within his scope or training to replace the entire spinal catheter if a problem was suspected. He very diligently disentangled and unwound every bit of visible catheter in the pump pocket, before declining to replace the pump with the smaller version and re-anchoring her existing 40cc pump within the pocket. The course of this action was communicated to managing physician while the surgery was in progress. The patient¿s continuous dose was reduced in case the pump was unable to deliver medicine during the time her catheter was twisted, and that change was made to her settings. It was noted that the patient follow-up visits in clinic will be used to determine the effectiveness of the therapy, and her next scheduled refill will determine if the actual volume of the pump matches the expected volume and if further intervention is needed. The rep will follow up for any additional they received. The patient medical history and weight were asked but unknown at this time. The patient status was alive. The issue was not resolved.